Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted. A visual examination of the returned device identified that one of the blades had detached from the balloon material and pad. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that the blade was damage. The 75% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral coronary cutting balloon was selected for use. During the removal of the device, one blade got separated from the balloon. There was a resistance felt in the sheath and it was found torn. After the sheath was removed, the blade came out during manual pressure and was completely removed from the patient. No complications were reported, and the procedure was completed with this device.

Event description:
It was reported that the blade was damage. The 75% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral coronary cutting balloon was selected for use. During the removal of the device, one blade got separated from the balloon. There was a resistance felt in the sheath and it was found torn. After the sheath was removed, the blade came out during manual pressure and was completely removed from the patient. No complications were reported, and the procedure was completed with this device.